Event description:
The customer reported the 9900 system's workstation power cord has a cut in its grey exterior jacket. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the power cord. The system operates as intended.